Event description:
The customer reported that a pt was on a new intellivue mp5 monitor that had just been installed less than 2 hrs before code occurred.

Manufacturer narrative:
(B)(4): the customer reported that a pt was on a new intellivue mp5 monitor that had just been installed less than 2 hrs before code occurred. Philips is reporting this incident only because there was a serious injury while a philips central station was in use. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.